Event description:
On october 14, 1999, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: respiratory problems, anaphylactic reactions, type-1 latex allergy.